Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had software error bad pointer, impossible default case, parameter out of range and off no power. Customer's blood glucose level was 140 mg/dl. Customer also stated that the insulin pump had off no power alarm and did not receive a low battery alert prior to the off no power alert. Customer was able to clear the alarm and able to complete insulin pump rewind. It was also reported that the new battery resolved the off no power issue and software error bad pointer, impossible default case, parameter out of range and off no power occurred right after a battery change. The device will not be returned for analysis.